Event description:
Reporter indicated a vns therapy pt presented to the surgeon with an increase in seizures, and reportedly hurt himself. The pt's pre-vns therapy seizure activity level is unk. The vns therapy generator was "found to be dead." The pt underwent generator replacement surgery. Good faith attempts to obtain additional info have been unsuccessful to date.